Event description:
The customer observed false repeat reactive alinity s anti-hcv results for multiple pre-mortem donor samples which were not consistent with nat testing. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): 29sep2024 sid (B)(6) initial result = 11.06 s/co, repeat results = 11.37, 11.17 s/co; nat result = negative. 01oct2024 sid (B)(6) initial result = 12.45 s/co, repeat results = 12.27, 12.54 s/co; nat result = negative 01oct2024 sid (B)(6) initial result = 12.68 s/co, repeat results = 12.11, 12.11 s/co; nat result = negative 01oct2024 sid (B)(6) initial result = 4.84 s/co, repeat results = 5.04, 4.92 s/co; nat result = negative 02oct2024 sid (B)(6) initial result = 10.33 s/co, repeat results = 10.18, 10.12 s/co; nat result = negative 03oct2024 sid (B)(6) initial result = 11.23 s/co, repeat results = 10.53, 10.64 s/co; nat result = negative 03oct2024 sid (B)(6) initial result = 8.42 s/co, repeat results = 8.4, 8.28 s/co; nat result = negative 04oct2024 sid (B)(6) initial result = 12.9 s/co, repeat results = 13.73, 14.03 s/co; nat result = negative 05oct2024 sid (B)(6) initial result = 12.53 s/co, repeat results = 13.12, 13.18 s/co; nat result = negative 05oct2024 sid (B)(6) initial result = 6.74 s/co, repeat results = 6.55, 6.67 s/co; nat result = negative . There was no impact to donor management reported.

Manufacturer narrative:
Section a1 - patient identifier: sids = (b)(6. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6). The complaint investigation for false reactive alinity s anti-hcv results included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, a labeling review, and a field data review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints did not identify an increase in complaint activity for lot number 61101be00. A ticket trending review did not identify any trends for the issue for the product. The device history record review did not identify any nonconformances, potential nonconformances or deviations associate with lot number 61101be00 and the complaint issue. Labeling was reviewed and sufficiently addresses the complaint issue. A review of field data for alinity s anti-hcv was performed. Overall reactive rates for alinity s anti-hcv, ln 6p04-60, lot 61101be00 at cus062 immunogen infect disease pa (USA), applicable peer sites, and across a whole blood and plasma screening monitoring group were collected and assessed. Across the whole blood and plasma monitoring group the performance of ln 6p04-60, lot number 61101be00 is within product requirements and comparable to other ln 6p04-60 lots analyzed in the comparison. The specificity at cus062 immunogen infect disease pa (USA) for lot number 61101be00 was outside the package insert representative data confidence interval of 93.51 - 100.00 for cadaveric specimens. However, the specificity at cus062 immunogen infect disease pa (USA) peer sites was within this confidence interval. Based on the investigation, no systemic issue or deficiency for the alinity s anti-hcv reagent, lot number 61101be00, was identified.

Event description:
The customer observed false repeat reactive alinity s anti-hcv results for multiple pre-mortem donor samples which were not consistent with nat testing. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): on (B)(6)2024, sid (B)(6), initial result = 11.06 s/co, repeat results = 11.37, 11.17 s/co: nat result = negative. On (B)(6)2024, sid (B)(6), initial result = 12.45 s/co, repeat results = 12.27, 12.54 s/co: nat result = negative. On (B)(6)2024, sid (B)(6), initial result = 12.68 s/co, repeat results = 12.11, 12.11 s/co: nat result = negative. On (B)(6) 2024, sid (B)(6), initial result = 4.84 s/co, repeat results = 5.04, 4.92 s/co: nat result = negative. On (B)(6) 2024, sid (B)(6), initial result = 10.33 s/co, repeat results = 10.18, 10.12 s/co: nat result = negative. On (B)(6)2024, sid (B)(6), initial result = 11.23 s/co, repeat results = 10.53, 10.64 s/co: nat result = negative. On (B)(6) 2024, sid (B)(6), initial result = 8.42 s/co, repeat results = 8.4, 8.28 s/co: nat result = negative. On (B)(6)2024, sid (B)(6), initial result = 12.9 s/co, repeat results = 13.73, 14.03 s/co: nat result = negative. On (B)(6)2024, sid (B)(6), initial result = 12.53 s/co, repeat results = 13.12, 13.18 s/co: nat result = negative. On (B)(6) 2024, sid (B)(6) initial result = 6.74 s/co, repeat results = 6.55, 6.67 s/co: nat result = negative. There was no impact to donor management reported. Update: on 2024, the customer provided additional information on the previously provided samples. The samples were sent to another lab for troubleshooting and the following results were obtained: sid (B)(6): alinity s anti-hcv result = reactive; ortho hcv kit (elisa manual test) = reactive. Sid (B)(6): alinity s anti-hcv result = reactive; ortho hcv kit (elisa manual test) = reactive. Sid (B)(6): alinity s anti-hcv result = reactive; ortho hcv kit (elisa manual test) = reactive. Sid (B)(6): alinity s anti-hcv result = reactive; ortho hcv kit (elisa manual test) = reactive. Sid (B)(6): alinity s anti-hcv result = reactive; ortho hcv kit (elisa manual test) = reactive. Sid (B)(6): alinity s anti-hcv result = reactive; ortho hcv kit (elisa manual test) = reactive. In addition, the customer observed additional donor samples with false repeat reactive alinity s anti-hcv results that were not consistent with nat testing. The customer clarified that all the samples provided previously and up to date were from pre-mortem organ donations except for sid (B)(6) which was a cadaveric tissue donation. The customer does not have any information regarding the disposition of the organs or tissues. The following data was provided: on (B)(6) 2024, sid (B)(6), initial result = 5.78 s/co, repeat results = 5.63, 6.51 s/co: nat result = negative. For troubleshooting, further testing performed at another lab with the following results: alinity s anti-hcv = reactive ortho hcv kit (elisa manual test) = reactive. On (B)(6)2024, sid (B)(6), initial result = 11.92 s/co, repeat results = 11.73, 11.10 s/co: nat result = negative. For troubleshooting, further testing performed at another lab with the following results: alinity s anti-hcv = reactive. Ortho hcv kit (elisa manual test) = reactive. On (B)(6) 2024, sid (B)(6) initial result = 9.9 s/co, repeat results = 10.07, 10.70 s/co: nat result = negative. For troubleshooting, further testing performed at another lab with the following results: alinity s anti-hcv = reactive ortho hcv kit (elisa manual test) = reactive. On (B)(6) 2024, sid (B)(6), initial result = 7.92 s/co, repeat results = 8.49, 9.01 s/co: nat result = negative. On (B)(6) 2024, sid (B)(6), initial result = 11 s/co, repeat results = 12.07, 11.67 s/co; nat result = negative for troubleshooting, further testing performed at another lab with the following results: alinity s anti-hcv = reactive ortho hcv kit (elisa manual test) = reactive. On (B)(6) 2024, sid (B)(6), initial result = 2.24 s/co, repeat results = 2.44, 2.42 s/co: nat result = negative. On (B)(6) 2024, sid (B)(6), initial result = 1.84 s/co, repeat results = 1.84, 1.83 s/co: nat result = negative. For troubleshooting, further testing performed at another lab with the following results: alinity s anti-hcv = reactive ortho hcv kit (elisa manual test) = reactive. On (B)(6) 2024, sid(B)(6), initial result = 8.34 s/co, repeat results = 8.45, 8.58 s/co: nat result = negative. On (B)(6)2024, sid (B)(6), initial result = 9.52 s/co, repeat results = 9.96, 9.61 s/co: nat result = negative for troubleshooting, further testing performed at another lab with the following results: alinity s anti-hcv = reactive ortho hcv kit (elisa manual test) = reactive. On (B)(6) 2024, sid (B)(6) initial result = 8.34 s/co, repeat results = 7.32, 6.74 s/co; nat result = negative. For troubleshooting, further testing performed at another lab with the following results: alinity s anti-hcv = reactive ortho hcv kit (elisa manual test) = reactive. On (B)(6) 2024, sid (B)(6), initial result = 1.57 s/co, repeat results = 1.55, 1.50 s/co: nat result = negative. For troubleshooting, further testing performed at another lab with the following results: alinity s anti-hcv = reactive ortho hcv kit (elisa manual test) = reactive. On (B)(6) 2024, sid(B)(6), initial result = 12.07 s/co, repeat results = 12.25, 11.86 s/co: nat result = negative. On (B)(6)2024, sid (B)(6), initial result = 3.36 s/co, repeat results = 3.23, 2.92 s/co: nat result = negative. For troubleshooting, further testing performed at another lab with the following results: alinity s anti-hcv = reactive ortho hcv kit (elisa manual test) = reactive. On (B)(6) 2024, sid (B)(6) initial result = 1.59 s/co, repeat results = 1.70, 1.50 s/co: nat result = negative. On (B)(6) 2024, sid (B)(6) (cadaveric tissue donation) initial result = 7.92 s/co, repeat results = 9.19, 9.51 s/co: nat result = negative. There was no impact to donor management reported.

Event description:
Update: on (B)(6)2024, the customer provided additional information on the previously provided samples. The samples were sent to another lab for troubleshooting and the following results were obtained: sid (B)(6): alinity s anti-hcv result = reactive; ortho hcv kit (elisa manual test) = reactive. Sid (B)(6): alinity s anti-hcv result = reactive; ortho hcv kit (elisa manual test) = reactive. Sid (B)(6): alinity s anti-hcv result = reactive; ortho hcv kit (elisa manual test) = reactive. Sid (B)(6): alinity s anti-hcv result = reactive; ortho hcv kit (elisa manual test) = reactive. Sid (B)(6): alinity s anti-hcv result = reactive; ortho hcv kit (elisa manual test) = reactive. Sid (B)(6): alinity s anti-hcv result = reactive; ortho hcv kit (elisa manual test) = reactive. In addition, the customer observed additional donor samples with false repeat reactive alinity s anti-hcv results that were not consistent with nat testing. The customer clarified that all the samples provided previously and up to date were from pre-mortem organ donations except for sid (B)(6) which was a cadaveric tissue donation. The customer does not have any information regarding the disposition of the organs or tissues. The following data was provided: on (B)(6)2024, sid (B)(6), initial result = 5.78 s/co, repeat results = 5.63, 6.51 s/co: nat result = negative. For troubleshooting, further testing performed at another lab with the following results: alinity s anti-hcv = reactive ortho hcv kit (elisa manual test) = reactive. On (B)(6)2024, sid (B)(6), initial result = 11.92 s/co, repeat results = 11.73, 11.10 s/co: nat result = negative. For troubleshooting, further testing performed at another lab with the following results: alinity s anti-hcv = reactive. Ortho hcv kit (elisa manual test) = reactive. On (B)(6)2024, sid (B)(6), initial result = 9.9 s/co, repeat results = 10.07, 10.70 s/co: nat result = negative. For troubleshooting, further testing performed at another lab with the following results: alinity s anti-hcv = reactive ortho hcv kit (elisa manual test) = reactive. On (B)(6)2024, sid (B)(6), initial result = 7.92 s/co, repeat results = 8.49, 9.01 s/co: nat result = negative. On (B)(6)2024, sid (B)(6), initial result = 11 s/co, repeat results = 12.07, 11.67 s/co; nat result = negative. For troubleshooting, further testing performed at another lab with the following results: alinity s anti-hcv = reactive ortho hcv kit (elisa manual test) = reactive. On (B)(6)2024, sid (B)(6) initial result = 2.24 s/co, repeat results = 2.44, 2.42 s/co; nat result = negative. On (B)(6) 2024, sid (B)(6), initial result = 1.84 s/co, repeat results = 1.84, 1.83 s/co; nat result = negative. For troubleshooting, further testing performed at another lab with the following results: alinity s anti-hcv = reactive ortho hcv kit (elisa manual test) = reactive, on (B)(6)2024, sid (B)(6), initial result = 8.34 s/co, repeat results = 8.45, 8.58 s/co: nat result = negative. On (B)(6)2024, sid (B)(6), initial result = 9.52 s/co, repeat results = 9.96, 9.61 s/co: nat result = negative. For troubleshooting, further testing performed at another lab with the following results: alinity s anti-hcv = reactive ortho hcv kit (elisa manual test) = reactive. On (B)(6)2024, sid (B)(6), initial result = 8.34 s/co, repeat results = 7.32, 6.74 s/co; nat result = negative. For troubleshooting, further testing performed at another lab with the following results: alinity s anti-hcv = reactive ortho hcv kit (elisa manual test) = reactive. On (B)(6)2024, sid (B)(6), initial result = 1.57 s/co, repeat results = 1.55, 1.50 s/co: nat result = negative. For troubleshooting, further testing performed at another lab with the following results: alinity s anti-hcv = reactive ortho hcv kit (elisa manual test) = reactive. On (B)(6) 2024, sid (B)(6), initial result = 12.07 s/co, repeat results = 12.25, 11.86 s/co: nat result = negative. On (B)(6)2024, sid (B)(6), initial result = 3.36 s/co, repeat results = 3.23, 2.92 s/co: nat result = negative. For troubleshooting, further testing performed at another lab with the following results: alinity s anti-hcv = reactive ortho hcv kit (elisa manual test) = reactive. On (B)(6)2024, sid (B)(6), initial result = 1.59 s/co, repeat results = 1.70, 1.50 s/co; nat result = negative. On (B)(6)2024, sid (B)(6), (cadaveric tissue donation) initial result = 7.92 s/co, repeat results = 9.19, 9.51 s/co; nat result = negative. There was no impact to donor management reported.

Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6). Section b3 - date of event: updated from 29sep2024 to 26sep2024. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.